Event description:
It was reported that the customer's blood glucose level was high, with the specific value unknown and displayed as "high" on the continuous glucose monitor (cgm). The customer took corrective action by administering a correction injection via multiple daily injections (mdi). Customer agreed to inspect the site, tubing, and system based on instructions from technical support and no issues were identified. However, the customer reported to have not stored the insulin properly. Technical support provided labeling for insulin storage, and the customer acknowledged all advice. The customer was advised to replace supplies, resume insulin, and consult their healthcare provider to discuss factors affecting glucose levels.